Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02517, 2134265-2016-02248 and 2134265-2016-02244. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with two opticross imaging catheters and pullback sled to view the target lesion. During preparation, the first opticross imaging catheter was tested outside the patient's body however, there was no image displayed on the intravascular ultrasound (ivus) screen. Thus, the second opticross imaging catheter was tested but the same issue happened. Furthermore, it was noticed that the pullback sled failed to pullback. The procedure was completed without using an ivus. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no damage on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The sled was manually able to properly pull back with the mdu in place. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-02517, 2134265-2016-02248 and 2134265-2016-02244. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with two opticross imaging catheters and pullback sled to view the target lesion. During preparation, the first opticross imaging catheter was tested outside the patient's body however, there was no image displayed on the intravascular ultrasound (ivus) screen. Thus, the second opticross imaging catheter was tested but the same issue happened. Furthermore, it was noticed that the pullback sled failed to pullback. The procedure was completed without using an ivus. No patient complications were reported.